Event description:
A malfunction was reported, indicated by a malfunction code. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was informed to continue using the pump and to call back if the issue recurred, which they acknowledged and understood.